Event description:
It was reported that a patient experienced a surgery to implant a spectra penile prosthesis (spp) device after having the device previously removed due to an infection. A patient outcome of stable was reported.

Manufacturer narrative:
Visual inspection and functional testing of the spectra penile prosthesis (spp) could not confirm the reported allegation of an infection. The spectra performed within specifications. Both cylinders passed the bend test with a force readout of less than 1390 grams. The product record review confirmed the reported events of infection do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse event of infection is included in the product labeling. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that a patient experienced a surgery to implant a spectra penile prosthesis(spp) device after having the device previously removed due to an infection. A patient outcome of stable was reported.